Event description:
Information states that at the end of a surgical procedure, this aortic root cannula became separated as it was removed from the patient. Specifically, the flanged portion separated from the body of the cannula. Due to the quick action of the surgeon, minimal blood was lost. The flanged portion did not appear to be glued to the body of the cannula. No further patient complications were reported.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: visual analysis shows the flanged component of the cannula was detached when received. Further analysis shows no visible signs of adhesive residue on the inner bonding area of the cannula body, nor was bonding residue present on the flanged component. Conclusion: analysis determined that this device was out of specification in a manner that relates to the event.